Event description:
The device became inoperative while on a patient. There was no patient harm or change in therapy as a result of the malfunction. The nellcor puritan bennett customer support engineer (cse) inspected the device, verified the error code in memory, and replaced the appropriate part. The unit then passed extended self testing.